Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 25 retention samples from bd inventory were evaluated by visual examination and leakage testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter experienced failure of product to contain blood/medication (i.e crack or hole in the syringe). This event occurred 100 times. The following information was provided by the initial reporter: the customer stated ¿after blood collection when staff people withdraw the tube, blood started to leak in the holder. This issue happened 2-3 times from same lot number. Blood from patient filled the holder and exposed the person who collected blood. Gloves were used."